Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose levels were not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response was not received.